Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was not known. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. Nothing further was reported.

Manufacturer narrative:
A button error alarm occurred due to moisture damage on keypad traces. No moisture damage on electronics was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.